Manufacturer narrative:
The event is subject to asr reporting, per exemption approval number e2016006. Additional information obtained through the hospital medical records clarified the patient had presented to the hospital complaining of abdominal pain. She underwent a chest and lower abdominal CT scan, which showed a type a aortic dissection extending from the aortic root on the underside of the aortic arch to the proximal descending thoracic aorta with a maximum transverse diameter of 5.5cm. There was evidence of a contained rupture in the aortic root. She was then transferred hospital for emergent surgery. She underwent a bentall procedure with aortic valve replacement with a 21mm magna bovine pericardial valve, reimplantation of previous coronary artery bypass as well as a vein graft to one of the previous coronary bypass bypasses. She required high doses of vasopressors, intropes, as well as multiple blood transfusion including 35 units of packed red blood cells, ffps, factor vii, and cryo. She was placed in ECMO in an attempt to improve her hemodynamic status. She continued to bleed from her chest cavity, vein harvest site, and ECMO cannulation site despite multiple attempts to control the bleeding. She required high doses of vasopressors to maintain her blood pressure. It was then decided that the bleeding could not be controlled and she was pronounced deceased. In this case, the injury does not appear to be related to a device malfunction. However, as it is unknown if the patient was re-treated in the initial tvr hospital, it is unknown if this event will be captured in tvt registry. Therefore, this event will be reported.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the implant patient registry, approximately 7 months post tavr procedure in the aortic position, the 23mm sapien 3 valve was explanted and replaced with a 21mm surgical valve. The patient was noted to have expired. Additional information has been requested.